Event description:
A united states distributor contacted zoll to report that a (B)(6) pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation contributed to the false detection. The response buttons were not pressed during the event. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Code (other): device evaluation was accomplished through a review of the pt's downloaded data file. Review of the date does not indicate any device malfunction related to the defibrillation event. Usage of device: monitor (B)(4) 04/2015 - initial use. Electrode belt (B)(4) 07/1011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.